Event description:
It was reported that a medfusion® 3500 syringe pump would not turn off, and the user had to pull the batteries out because it started to smoke. The device was being used on an animal patient at the time of the event. No injury was reported.

Manufacturer narrative:
One pump was returned for evaluation. Visual inspection of the device found that the top case was cracked and chipped, the right plunger case was cracked, the ear clip was cracked, the barrel clamp head and rod was damaged, and the bottom case was cracked. Functional testing was unable to be performed as the pump was unable to be powered up. It was observed that the interconnect board had a burnt component, causing the power up issue. Based on the evidence, the root cause of the burnt component was unable to be determined.